Event description:
A customer obtained erroneously elevated troponin (accu tni) results on five different patients' samples. The original specimens were re-centrifuged and then re-tested on this and on a different instrument and obtained results were in the normal reference range. The results were reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimens were lithium heparin plasma that were centrifuged at 3,500 rpms for 5 minutes. The lab policy is to re-centrifuge and re-analyze all accutni results >0.50ng/ml. Qc was within the customer's established ranges on the days the erroneous results were obtained. A system check performed on (B)(4) 2010 was within specifications. A field service engineer (fse) was dispatched: the fse found the peri pump tubing to be flattened. The fse replaced the tubing and the aspirate probes. The fse performed a major preventive maintenance (pm). Verification testing met published specifications. Although hardware issues were addressed, no clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.